Event description:
Complainant alleged that during a routine shift check by a clinician, the device intermittently does not power up. Complainant indicated that there was no patient involvement in the rpeorted malfunction.